Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized due to peritonitis. The patient was not treated for the event. Nine days after the event onset, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.